Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: rn programed pump to deliver 1.5mls of flush after medication. The vtbi near end alarm rang, and rn silenced alarm. At 58sec left in near end alarm, the pump rang down stream occlusion. Rn troubleshot and restarted the pump by pressing start. When she did so, the vtbi near end re-started, administering the full 3mls of flush, and not the rest of the 1.5mls that was programed. When the pump rang downstream occlusion again, rn noticed the flush syringe was empty.rn was using the pre-filled 3ml flush syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.